Event description:
Rptr states she performed an am fasting, meter-to-lab, fingerstick-to-venous, one hr apart, blood glucose test, with results of 286 and 218 mg/dl, respectively. Rptr did not have any control solution. Rptr states she takes oral medication, not insulin, but did not take it the day of the lab test. Rptr is on amoxicillan for an infection. Rptr was not experiencing any symptoms. No allegation of harm.